Event description:
In 2009, the patient reported that she has been experiencing issues with high and low blood glucose and occlusion (e4) errors. She stated that high blood glucose began on six days prior. She stated that three days later, she bolused 25 units of insulin based on her blood glucose result (value not provided) and when she arrived she bolused another 25 units of insulin because her blood glucose remained elevated. Later, her blood glucose dropped to 60 mg/dl. At the time of the report her blood glucose measured 358 mg/dl and she bolused 8 units of insulin. She stated that she sometimes injects insulin via syringe when her blood glucose is high. She reported receiving an e4 (occlusion) error this morning and she changed her infusion site and tubing. She stated she changes her infusion site every 3-5 days and she uses her infusion tubing for longer than 6 days. She was advised to change the infusion site every 3 days and the infusion tubing every 6 days. She reported that she broke her foot in late 2008 and she is still in pain because her foot is not healing. Upon follow up on original date the patient stated that she is still experiencing elevated blood glucose of 400-500 mg/dl. She stated that she changed her infusion site, tubing, and battery. She is injecting insulin via syringe to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.